Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the patient had several falls in the past few months and stimulation did not seem to be helping her pain anymore. The hcp had x-rays done of the leads on (B)(6) 2019. X-ray showed left lead migrated down one vertebral body. The rep will reprogram hd settings on correct electrodes now over t 9-10 interspace. No further complications were reported/anticipated.